Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose was reported as "high," but specific value was unknown. Customer addressed high blood glucose with correction injection using multiple daily injections. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.